Event description:
Information was received indicating that a smiths medical portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube was reported to be not inflating. There were no reported adverse effects.